Event description:
Boston scientific received information that this right atrial (ra) lead exhibited intermittent noise, undersensing and low pacing impedance measurements less than 200 ohms. The lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.